Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit confirmed similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device need to fix front plate and front plate down at the bottom where you put the screw into attach the plate the screw would not attach and she believes there is something more that needs to be done. There was no patient involvement.